Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited increased in power consumption which affected this device's longevity. To date, the device remains in service. No adverse patient effects were reported.